Event description:
It was reported that a er220 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip dropped. The clip did not drop into the pt. A new instrument was used to complete the case. There was no consequence to the pt.